Event description:
The manufacturer received information alleging a ventilator's oxygen delivery was incorrect. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending manifold assembly was replaced to address the issue.